Manufacturer narrative:
Device evaluated by MFR: onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The issue could not be replicated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that the system took ap and lateral images without issue, but as it was taking the first of 2 3d spins it acted like the rt had taken their finger off the hand-switch even though they didn't. The mvs showed that the entire spin occurred and they were able to use it for the case. Then the site set up for their 2nd spin as it was a long construct, but the system would not take an image. The site did a hard reboot of the system and then were able to take their 2nd 3d spin. The post-op spin occurred without issue and the issue caused a 2-5 minute delay in surgery. There was no impact on patient outcome.